Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7126942.

Event description:
It was reported that while attempting to access the epidural space for the second lead, the dura was punctured and cerebrospinal fluid was leaked. The physician decided to abort placing the second lead and continued the trial with one lead only. The patient also experienced a spinal headache that has not improved. The trial lead was pulled out and a blood patch was performed. The patient was doing well postoperatively and the trial lead will not be returned per hospital policy.